Event description:
The patient has a history of left hip problems and on (B)(6) 2012 the patient had a fall, sustaining a subtrochanteric fracture and the fracture was treated; it is not known what the patient was treated with or the date treated. A nonunion was discovered, date unknown, and the patient was implanted with a 12mm 130 degree cannulated trochanteric fixation nail, helical blade and an iliac crest bone graft on (B)(6) 2013. Six to 8 weeks ago patient complained of pain and an x-ray, date unknown, confirmed a nonunion and a broken nail. The nail was broken at the insertion point of the helical blade. Patient was returned to o.r. On (B)(6) 2013 and the hardware was removed. Patient was revised to 4.5mm locking compression plate 8 hole and screws. An intramedullary bone graft harvest was completed from the opposite femur, along with bone morphogenetic protein therapy using third party products. The explanted products were given to the patient and are unavailable for evaluation. This complaint is on the blade. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. History of hip problems. Patient fell: (B)(6) 2012: previous surgery: date unknown, products unknown. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with one nonconformance noted. Nonconformance ncr us1046793 was written as a result of paint on the ends of the raw material bar stock. This paint is an identification method used by the raw material supplier to identify specific lots. The painted ends are removed during routine manufacturing steps and will not affect the finished product. The disposition of this nonconformance was to proceed with normal processing and inspection. No adverse effect on product. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.